Manufacturer narrative:
Additional information was received for h4, h6, and h10. H4: device manufacture date: the lot was manufactured from july 10, 2023 to july 13, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters leaked. The nurse made three attempts and on two there was a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.